Event description:
It was reported during an afib case, a pericardial effusion was noticed. Caller reported that there was a drop in blood pressure on the patient at the end of the procedure right before the physician was going to check for a pericardial effusion. The pericardial effusion was confirmed by ice, 2d echo & tee. Caller reported that the medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The caller stated the physician thought the effusion may have occurred during transseptal. No further details were provided regarding the cause of the injury. Caller stated the octa ray catheter and the soundstar catheter (10439236/g9442056) were used during the procedure. Pfa case - farapulse system was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).